Manufacturer narrative:
The instructions for use, which accompany this device, states: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Manufacturer narrative:
On 10/12/2015 software investigation completed. Findings are that the frame was bumped resulting in navigation being 1 centimeters inaccurate. The surgeon moved to the exams taken of the l5 reference and found they were accurate. The frame to patient relationship changed which may have invalidated the registration. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that a surgeon alleged an inaccuracy during a spine fusion procedure. The surgeon was working from t3 to the ilium and had placed a reference frame at t11 and l5. Two spins were taken for both reference frames and then the surgeon began working down the spine, starting with the scans taken of the t11 reference. Because the navigation was immediately 1 centimeter off, the surgeon deemed that the frame had been bumped. The surgeon took this inaccuracy into account and continued with the procedure. There was a 1-2 minute delay of therapy. The surgeon then moved to the exams taken of the l5 reference and deemed they were accurate. Confirmation spins were taken at the end of the procedure and the surgeon was very satisfied with the screw placement and regarded them to be accurate for both reference frames. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.